Manufacturer narrative:
Customer representative replaced the gas module. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported an issue with the gas module iii which may have resulted in intermittent co2 monitoring. No pt injury was reported.